Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up/corrective actions. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. An erroneous incorrect measurement was generated on a cobas 6000 e 601 module. The event involved 1 patient where the elecsys tsh assay result did not match the clinical picture of the patient.